Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to a vertical crack on the lcd controller. No crack screen noted. The insulin pump had minor scratched lcd window, scratched case and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 16.5mmol/l. The customer fell over the pump and the screen is crack and all white. The customer can't read the screen. The customer was advised that the insulin pump will be replaced.